Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the stent failed to deploy. The target lesion was in the biliary "passage". A rx ws biliary 10 x 60 stent had been advanced to treat the target lesion; however, the stent would not expand or deploy. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".